Event description:
It was reported that the right ventricular (rv) perforated through the right ventricle. The lead was explanted and replaced. It was also reported that during the procedure, newly implanted lead displayed high thresholds. The lead was attempted and not used. Another lead was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead was returned with the helix tip cut off, and there was apparent explant damage. (B)(4) - the full lead was returned, analyzed and no anomalies were found.